Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to the lab. Results as follows: dates: (B)(6) 2011: patient was admitted to hospital due to pneumonia. Likely started on antibiotics; not sure if it was this day or later in the weekend. On (B)(6) 2011: hospital lab inr=6.67, meter inr=4.5 (few hours later, patient was not sure of time difference). On (B)(6) 2011: hospital lab inr=6.1, meter inr=4.1 (few hours later, patient was not sure of time difference). On (B)(6) 2011: hospital lab inr=2.4, meter inr=1.2 (about 1.5 hours apart). Patient's therapeutic range is: (2.0-3.0).